Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 188 mg/dl. Customer treated with manual injection. The blood glucose reading at the time of the event was 780 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with IV drips of insulin, sugar, potassium, magnesium and pain medication. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.